Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, implanted: (B)(6) 2016, product type: extension. Product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient with an implant able neurostimulator (ins) for movement disorders. It was reported that the patient had a partial system explant due to an infection, along with redness and swelling. Cultures were done but the results were "not completely convincing". There was a strain of "something" that could have been cross contamination. The caller inquired about how an allergic reaction would present itself, however the hcp was convinced the patient had an infection. The issue presented itself as redness around the left ins, and then went to the right ins. There was also a scab on the patient's head on the right side. The patient was given oral antibiotics to resolve the infection. Both of the patient's ins's were explanted along with their lead/extension on the right side. No further complications were reported as a result of this event. Refer to manufacturer report #3004209178-2018-06682 for details pertaining to the related reportable event.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va1bbx3, implanted: (B)(6) 2016, product type: lead. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va17nno, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.